Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips fired skewed, top part of jaw was missing. The eph01 hand control was stiff and not working. There was no consequence to the pt.